Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the sheath was dented and the tip shaved off.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. Tip damage was observed. Probable root cause could be improper sterilization methods, contact force with hard surface/ other surgical instrument.

Event description:
It was reported that the sheath was dented and the tip shaved off.